Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, she was shopping at sam's club and her unit got so hot that it shut off on her. The device was constantly beeping until it shut off. She was without oxygen for about 20 minutes and was gasping for air. She had another non-inogen device in the car which she used for backup. She didn't want to call 911 because she is on a fix income and didn't want to payment that (B)(6) co-pay for the ambulance. She has only 40% of her lungs and is on oxygen 24/7. She said that she had pneumonia and water in her lung in the past which cause her to be on oxygen.